Event description:
It was reported that the piezo sounded distorted while testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. The reported problem was not replicated during the investigation; no fault found with the pump's piezo. No disposable alarm messages after disposable attached and starting were found in the pump's a root cause of the event could not be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.